Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na) and chloride (cl) on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter complaint handling unit evaluated the issue involving the au5800 chemistry analyzer. It was likely that there was an obstruction in the ise tubing affecting the flow of fluid. The customer replaced the ise tubing, sample pod, metal joint and brushed the reference block. The primary failure mode is determined to be the ise tubing. No further issues were reported and the issue was resolved. Pt info: information not provided by customer. (B)(4).